Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device could not confirm the stated failure mode but could confirm the device shows signs of wear and tear. It has scratches and is dull. A functional evaluation of the returned product confirmed the stated failure mode. The locking mechanism seized, rendering the device inoperable. The device shows signs of extensive use. A review of the complaint history for the listed part revealed no prior complaints for the listed failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr a double offset handle was broken outside the patient. There was no injuries reported; however it is unknown how the procedure was finished and if there was any delay.